Manufacturer narrative:
The incident likely resulted from user error, specifically pressure against mucosa wall and not in a neutral position and insufficient understanding of operational procedures, including suction release timing.

Event description:
Patient undergoing suction rectal biopsy. First two tissues specimens obtained with no issues. On the third attempt, after triggering the biopsy device, the cartridge was unable to be removed from patient's anus. The biopsy device was removed and cartridge was still unable to be removed from patient's anus and appeared to be caught on tissue. Fellow was called to bedside. Biopsy device was reinserted and trigger was pulled again. The biopsy device along with the cartridge was then easily removed. Small amount of bleeding noted in diaper. Tissue sample was removed from cartridge and sent to lab with the first two tissue sample.